Event description:
This trial lead was intended for pt trial implant in (B)(4). It was reported that during the implant procedure, the physician experienced difficulty gaining access to the lead. Intraoperative testing of the device revealed invalid impedance measurements. Efforts to rectify this matter during surgery proved unsuccessful. A new lead was used to successfully complete the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.